Event description:
Report of inaudible pump alarm leading to clotting of peripherally inserted central venous catheter line of a home care pt. The pump was set to deliver d5ns 1000cc with potassium 30meq at 60ml/hr in the continuous mode. At 0900 the bag was changed and the pump restarted, but the nurse did not push the "new container" key. Because of this, at the 60ml/hr rate, the pump infused 2 hours (120cc) on the old program prior to the new container key being reset. An air elimination filter was in use and so the air alarm was turned off by the customer. The pump did not alarm infusion complete when the intravenous bag emptied due to the delay in the "new container" programming, which caused the pump program to continue delivering as though it still has 120cc left in the container. This caused the peripherally inserted central venous catheter line to clot off. The pt went to the ER and had a new peripherally inserted central venous catheter line inserted.